Event description:
It was reported that patient received an inappropriate shock and that far-field p-wave oversensing was present. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead implanted: 2011 (B)(6); 6935 implantable tachy lead implanted 2011 (B)(6). (B)(4).